Event description:
It was reported that one hour into a da vinci s cystectomy procedure, a piece of wire was found in the patient. The fragment was retrieved and the planned surgical procedure was completed using the same instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed no damage to any cables, conductor wires, or other wrist components when examined under magnification.